Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tips of medium-large clip applier instrument were bent. The procedure was completed with no reported injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the instrument had a note on it saying tips were bent. It is unknown if the issue happened while clipping the tissue.

Manufacturer narrative:
Intuitive has received the instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of bent grip to be related the customer reported complaint. The instrument was found to have a bent grip and the tip does not align with the other grip.